Manufacturer narrative:
According to the customer, the wheelchair is "difficult to lock" causing the chair to "roll away" from him while transferring into the chair on (B)(6) 2025. The customer reported due to the incident, he fell onto his "back and shoulders" causing "pain". The customer reported he called an ambulance to help him off the floor but, did not go to the hospital. The customer reported his back and shoulder pain became "worse" causing him to see his "neurologist". The customer report the neurologist prescribed him "cyclobenzaprine 5 mg" for the pain. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the wheelchair is "difficult to lock" causing the chair to "roll away" from him while transferring into the chair on (B)(6) 2025.